Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was no documentation of issues for the complaint of batch #8082847 during the production run. This is the first complaint for the lot# 8082847 for the same defect or symptom.

Event description:
It was reported that before use of the syringe 5ml saline fill china sp it was found that the cap was loose, solved the issue by replacing a new flush.

Manufacturer narrative:
H.6. Correction.

Event description:
It was reported that before use of the syringe 5ml saline fill china sp it was found that the cap was loose, solved the issue by replacing a new flush.